Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is congestive heart failure.

Manufacturer narrative:
Analysis was normal. No anomalies were observed. Final analysis on the returned device notes the device voltage was above the elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. An ate (automated test engineer) was performed and the test results passed.